Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a rectum prolaps procedure, after reload the instrument cut but did not staple, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info received from the affiliate 10/26/2009: the sales rep was present, reloading was done correctly. The assumption is that the tissue was too thick and therefore, the staples could not fix the tissue. Overstitched, pt fine. Product is discarded and will not be returned.